Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another meter (onetouch ultra). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 10:49pm. The patient reported obtaining a blood glucose reading of ¿266 mg/dl¿ with the subject meter and ¿179 mg/dl¿ with another meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ criteria for accuracy. During the follow-up call, the patient stated that he tests his blood glucose three times a day (8:00am, 12:00pm and at 7:00pm) and claimed his normal blood glucose range is between ¿100-250 mg/dl¿. The patient stated that he manages his diabetes with a set dose of humalog insulin (10 units at 8:00am, 12 units at 12:00pm, 10 units at 7:00pm and 10 units at bedtime). In response to the elevated reading, the patient reported administering an increased dose of humalog insulin (12 units). The patient reported that he ¿went into a hypo¿ 10 minutes after the alleged inaccuracy issue occurred and during the follow-up call, described his symptoms as ¿shaking, sweating, hunger and feeling warm¿. The patient claimed he treated himself with a glass of water with 2 teaspoons of sugar and 2 rusks immediately after the onset of the symptoms and felt better 10 minutes later. The patient claimed that blood glucose tests were performed at 11:00pm on a onetouch verio meter and a onetouch ultra) and results of ¿95 mg/dl¿ and ¿79 mg/dl¿ respectively were obtained.during the follow-up call, the patient attributed the onset of his symptoms to administering an increased amount of insulin based on the alleged inaccurate high result. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.